Event description:
The dealer states when he put the new pc board in the concentrator, it immediately shut down and has no power. He spoke with our technician and it was determined that the pc board needs to be replaced. No more information is available.